Event description:
Meter name: one touch basic enhanced. Strip name: one touch teststrips. Meter code: 6. Strip code: 6. Strip storage: unknown. Symptoms: wasn't feeling well, vision, headache, irritable and nausea. A patient reported they had to see dr. Because they were unsure if reading was correct. Their meter allegedly was inaccurately high and would only prompt redo check. The result on their meter was 233 mg/dl. No other blood glucose tests reported. No comparisons reported. No treatment reported. No further information has been reported.